Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Article review: the authors discussed several crossing techniques and devices used in femoropopliteal chronic total occlusion interventions. The device was identified in the patriot trial, a prospective multi-center study, evaluated the angiographic and functional outcomes of the system in infrainguinal ctos. 32 out of 85 total participants with ctos (mean length 117.5 ± 84 mm), 71 had femoropopliteal lesions; 55.7% lesions had unfavorable morphology (blunt or eccentric), and 54.8% lesions were severely calcified. Primary safety endpoint of freedom from clinically significant perforation at 30 days was 98.8%. Primary clinical efficacy endpoint defined as the advancement of the device into or through cto with successful passage of guidewire into the distal true lumen was 83.5%. Of all the successful cases, only one case required repeat percutaneous transluminal angioplasty and 5 cases of clinically non-significant perforations were attributed to the catheter. The authors concluded that the data demonstrated acceptable safety and efficacy of the catheter in crossing long and calcified guidewire resistant femoropopliteal ctos. Bhatt h., janzer s., george j.c. (2017). Crossing techniques and devices in femoropopliteal chronic total occlusion intervention. Cardiovascular revascularization medicine. Doi: 10.1016/j.carrev.2017.06.002. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an accepted manuscript for the cardiovascular revascularization medicine: crossing techniques and devices in femoropopliteal cto (chronic total occlusion) intervention. A prospective for multi-center studies of 85 patients were evaluated for the angiographic and functional outcomes of the revascularization system was performed. During revascularization of a chronic total occlusion in the femoropopliteal five cases of clinically non-significant perforations were attributed to the recanalization catheter. The author¿s concluded the data demonstrated acceptable safety and efficacy of recanalization catheters used in crossing long and calcified guidewire resistant femoropopliteal cto¿s.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Article review: the authors discussed several crossing techniques and devices used in femoropopliteal chronic total occlusion interventions. The device was identified in the patriot trial, a prospective multi-center study, evaluated the angiographic and functional outcomes of the system in infrainguinal ctos. 32 out of 85 total participants with ctos (mean length 117.5 ± 84 mm), 71 had femoropopliteal lesions; 55.7% lesions had unfavorable morphology (blunt or eccentric), and 54.8% lesions were severely calcified. Primary safety endpoint of freedom from clinically significant perforation at 30 days was 98.8%. Primary clinical efficacy endpoint defined as the advancement of the device into or through cto with successful passage of guidewire into the distal true lumen was 83.5%. Of all the successful cases, only one case required repeat percutaneous transluminal angioplasty and 5 cases of clinically non-significant perforations were attributed to the catheter. The authors concluded that the data demonstrated acceptable safety and efficacy of the catheter in crossing long and calcified guidewire resistant femoropopliteal ctos. Bhatt h., janzer s., george j.c. (2017). Crossing techniques and devices in femoropopliteal chronic total occlusion intervention. Cardiovascular revascularization medicine. Doi: 10.1016/j.carrev.2017.06.002. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the investigation is inconclusive as the device or photos were not returned. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current instructions for use (IFU) states: adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: for the crosser catheters 14p, 14s, and s6, access lesion with standard 0.014¿ (0.36 mm) guidewire. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter.

Event description:
It was reported in an accepted manuscript for the cardiovascular revascularization medicine: crossing techniques and devices in femoropopliteal cto (chronic total occlusion) intervention. A prospective for multi-center studies of 85 patients were evaluated for the angiographic and functional outcomes of the revascularization system was performed. During revascularization of a chronic total occlusion in the femoropopliteal five cases of clinically non-significant perforations were attributed to the recanalization catheter. The author¿s concluded the data demonstrated acceptable safety and efficacy of recanalization catheters used in crossing long and calcified guidewire resistant femoropopliteal cto¿s.